Event description:
It was reported that while the nurses were performing bathing routine on the patient, the tube pulled out of the patient almost causing the patient to die. It was further reported that the patient was resuscitated and re-intubated. Additionally, it was further reported that the device was in two pieces and the shuttle was completely off the track.